Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The history files were read out and analyzed. On (B)(6) 2025, a tube change was performed on the pump at 11:04am. The tube "space line" was selected and the preview vtbi therapy was reset at 11:05am. A continuous infusion therapy was started at 11:06am with a flow rate of 20.84 ml/h. At 04:32pm and 04:37pm two upstream alarms occurred. Next day on (B)(6) 2025, an air bubble alarm occurred at 06:08am. The therapy was stopped. From start of the therapy until the air bubble alarm in total 394.89ml were infused. The pump was sent to standby. At 09:23am the door was opened and at 01:30pm the pump was turned off. The sample was subjected to a visual and functional examination. Visual inspection: during visual inspection of the infusomat space, all cover caps were missing from the screw columns of the lower housing section, as well as the production/technician seal. The device showed signs of wear consistent with its age. The type plate on the lower housing section was no longer properly affixed. No mechanical damage was found on the housing components themselves. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -3,55 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. It could be found liquid residues on the emc protection shield, the bottom inner frame and lower housing. No other visible damage was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "on (B)(6) 2025 at 0600 hours: nurse in-charge saw the dext 10% completed trigger by pump alarmed. On the infusomat space pump (ecn: 1023776) display screen showed rate: 20.84ml/h, vtbi: 105.1ml, remaining time: 5 hours 3 min. Inspected the tubing, it was placed nicely in the infusion pump and it was not twisted. Bme request raised for data retrieving, ticket number: (B)(4). As confirmed with primary team doctor, to stop IV dext 10% due hyperglycermia another infusomat space pump was replaced. Required sc insulin as prescribed stat for patient".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission#: k083689, k142596, k191910.